Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin resulting in elevated blood glucose levels between 300 mg/dl and 400 mg/dl. The issue occurred three times.

Manufacturer narrative:
Correction - lot #, expiration date, catalog # and unique identifier (UDI) # were updated in section d4 based on additional information provided by the customer.